Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recx1356 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the "lumen was attempted to use and the valve came off the extension set." No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached luer adapter was confirmed; however, the root cause was not identified. The product returned for evaluation was one 5fr t/l powerpicc solo catheter. Usage residues were observed throughout the sample. The grey luer adapter was detached from the extension tubing. The grey-luered extension tubing exhibited elongation and curved shape memory. Tactile inspection of the sample revealed tensile weakness and material necking in the vicinity of the detachment. Microscopic inspection of the sample confirmed that the luer adapter had been detached, and that the extension tubing was intact. The extension tubing exhibited deformation and kink impressions. Attempts to remove the luer adapter from a similar non-complainant device using just tensile (pulling) stress were unsuccessful. The tensile weakness, necking, curved shape memory and deformation were consistent with exposure to tensile stress; however, the inability to replicate the failure through tensile stress indicated that an additional unidentified factor(s) contributed to the observed detachment. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. A lot history review (lhr) of recx1356 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the "lumen was attempted to use and the valve came off the extension set." No other information was provided.